Event description:
It was reported that the footswitch cord insulation on the 2800 is torn. It was noted that during a case the system would not fluoro. The system was rebooted, and it work as expected. Advised that the customer did two cases that day with no problems. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The described fluoro failure could not be duplicated. Repaired the footswitch and reseated workstation pcbs and cable connectors. The system was tested and found to be working as intended and placed back into service.